Manufacturer narrative:
Product event summary: the guidewire was returned and analyzed. The analysis indicated that the guidewire was damaged. The guidewire was kinked/buckled. The guidewire was unraveled. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the guidewire became stuck inside the lead and was unable to be retracted. The physician removed both the lead and guidewire and implant was attempted with a new lead as well as a new guidewire. During implant of the replacement lead, the new guidewire again became stuck in the lead, however the guidewire was eventually able to be retracted. No patient complications have been reported as a result of this event.